Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the seat upholstery has a hole in it and the arm pads is cracked. The caller will contact provider for parts. No injuries noted, just worn out. Gave part numbers and contact information for provider.